Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported that blood glucose levels were "fine." Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
During a follow up on (B)(6) 2014, the customer and contact believed that they may have performed the load procedure out of order and that the pump was functioning as intended. No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.